Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys estradiol iii assay result with a patient sample tested on a cobas e 411 analyzer (rack system). The initial result was <5 pg/ml. The repeat result was 1200 pg/ml. This result was deemed correct. The repeat testing was requested by the physician.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated. The field service engineer (fse) determined that the cause was traced to contamination from the environment of the lab. The fse performed instrument checks successfully. The device was confirmed to be fully functional. The customer was recommended to maintain a minimal or dust-free environment.